Event description:
The rep reported the patient was started on antibiotics and the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said hcp reported possible infection due to redness and swelling at the battery site. Hcp also thinks it could be contact dermatitis from the tape as well. Issue started since a couple days after implant. Rep said patient reported to him on monday, that patient has difficulty with connecting to the neurostimulator with the handset. Patient has to hold the handset over the implant to make therapy adjustments. Patient expressed frustration over the difficulty with connection issues . Technical services(ts) reviewed with rep that since device is able to connect, ts recommend waiting for the swelling and implant issue to resolve to see if communication would be better, if not then equipment replacement is a consideration. Patient was able to recharge normally from 80% to 100%.